Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there is a possibility that high energy endo therapy accessories (such as laser and high frequency) were used without maintaining enough distance from the tip of the endoscope. The event can be detected/prevented by the following instructions for use which state: instructions for gif/cf/pcf-170 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions for gif/cf/pcf-170 series operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating a returned olympus gastrointestinal videoscope, it was discovered that the nozzle had foreign material present, and the distal end was burnt. There was no patient harm reported as a result of this event.